Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(6), batch: 7139335.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was confirmed through imaging that the leads migrated. The patient underwent a lead replacement procedure and the explanted devices were discarded by the medical facility.